Event description:
Sample received

Manufacturer narrative:
Investigation summary: one syringe was received and tested by our quality team with the complaint of broken plunger/ plunger coming apart easily. The complaint was verified immediately due to the stopper being detached from plunger upon receipt. An attempt was made to reassemble the syringe but the customer's issue of stopper coming undone with little resistance persisted. The plunger was then analyzed under high power digital microscope and the root cause of this issue was found to be an incorrect plunger end shape where the stopper is fixed onto plunger tip. The affected sample had a square shaped plastic end when it is supposed to be circular to fit stopper snugly on end. This is a one-off issue due to improper plastic formation during molding of the plunger. There were zero notifications identified during the DHR review that may have contributed to the damage to the syringe (lot# 2276462). All inspections were complete and acceptable.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 5ml ll bns plunger rod was broken/damaged. The following information was provided by the initial reporter translated from french to english: "the plunger disengages from the black gasket when the kt is sucked in, without forcing the plunger." Additional information provided: has there been any impact on the patient (serious injury, medical intervention, change in treatment required)? No. Please confirm if samples are available for the survey. If so, please specify whether the samples are : unused (before use): used (during or after use) yes handled but not used because unusable, not contaminated the sample is awaiting receipt by our complaints department. It will be sent to you as soon as we receive it. Important: in case of use, please confirm if the samples have been used or if they are contaminated by blood or cytotoxic drugs. Please also provide us with the full collection address, contact name and number, department name, floor number and any additional details such as (collection from reception, goods in yard, etc.) And we will schedule a sample collection request for you using tnt carrier. Fanny delebarre.